Event description:
Repeated product failure reports concerning the pump set's lowest luer activated valve site breaking apart from the set. This caused solution and blood to drain out. Two pts almost seriously compromised due to not getting medication as prescribed. Co recalled all of facility's set (replaced with another model by this co) and said they are in production with a replacement set which has a stronger bond. Sdevice labeled for single use. Patient medical status prior to event: invalid data. There was multiple patient involvement. Number of patients involved: .invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated. Results of evaluation: tubing. Conclusion: device failed during assembly, device failure occurred and was related to event, device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.